Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: the customer reports that the staples didn't close. No ill effect to the pt; the surgeon used a second device to end the procedure. There was no blood loss of 250cc or more due to the product problem. The surgical time was extended by more than 30 minutes due to the product problem and the incision extended by more than 1 inch (2.54cm) due to this problem. There was a fistula at the level of the anastomosis.